Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: 2020-74592.

Event description:
A technician reported that following an intraocular lens (iol) implant procedure, a patient experienced halos and blurred vision. The iol was exchanged for another lens model six months following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon indicating the initial procedure was uncomplicated. The patient noticed symptoms one month postoperatively that did not diminish over six months with the treatment of miotics, lubricants or refraction. The patient reported to the surgeon the halos were disabling. The sample is not available for return.